Manufacturer narrative:
(B)(4). Concomitant device information is unavailable with the exception of the following: model 6788, implant date unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the physician decided to revise the scs system due to invalid impedances. The physician disconnected the extension from the ipg and the impedance of the first electrode was invalid. The ipg was reconnected and impedances were measured again and the only the first electrode was invalid. The patient was reprogrammed without using the first contact. The manufacturer has been unable to obtain device information.